Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately 4.3 years post initial right tka, the male patient presented with pain and swelling following total knee arthroplasty. The patient has had significant symptoms in this right knee for years, but they continue to worsen. Imaging shows significant osteolysis in both his femur and tibia with well fixed implants. He also has a large effusion. Aspiration of the knee joint on multiple occasions has shown no sign of infection. Patient had a right knee revision where polyethylene liner was removed. There was a small crack in the post of the polyethylene liner but no fracture fragments. There was some visible pitting in the polyethylene. There was mild osteolysis of the medial and lateral femoral condyles, however the condyles and epicondyles were intact. There was a large amount of osteolysis in the tibial plateau with an area of osteolysis that had broken through the anteromedial cortex as well as an area of osteolysis that had broken through posteriorly. Patient revised to competitor¿s devices. Patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2022-00138.